Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 90 mg/dl at the time of the incident but their insulin pump was displaying false readings of 50 to 300 mg/dl. The customer received a low suspend alarm as well. The customer declined troubleshooting he issue.